Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was discarded.

Event description:
The surgeon reported that the head of the screw that goes into the tibial nail broke off as the surgeon was locking it. The surgeon was able to remove the broken pieces. Nothing fell into the patient. The surgeon reported that the patient was a young active male with an open tibia fracture having temporary plate fixation with a 3.5mm dcp. His bone was hard when drilling (as expected) but the screw went in easily, with no excessive force needed, it wasn¿t overly tightened. On loosening the screw to re-position the plate, the screw head snapped off with minimal force. The screw was a standard 3.5mm cortical screw off the set. As it was an open fracture having temporary fixation, removal of the broken screw was necessary and to do this required significant destruction of the bone by over drilling with crown drills etc, but it was removed.